Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead. No device analysis was performed; the device met risk-based analysis criteria. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported patient¿s therapy was not working, thus the implant was removed. The hcp said a lead fragment was left when the system was removed. The caller was hoping to have an MRI of the patient¿s abdomen, which was unrelated to the patient¿s lead fragment. No further complications were reported/anticipated. The indication for implant was failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator (s/n (B)(4) found no significant anomaly. The implantable neurostimulator (ins) passed functional testing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.